Event description:
The customer reported being hospitalized due to a heart attack and diabetes ketoacidosis. The customer has been sick for a couple days before her admission and her neighbor found her. The blood glucose reading was over 500mg/dl. The caller stated being off the insulin pump since the day of the event, and she wanted to put the insulin pump back on, but the device alarmed failed battery alarm. Troubleshooting was performed, and found that the customer was in an accident while driving. The customer also had an infection from the implantation of the stimulator. Checked the programming and noticed that the battery has been out of the device for greater than the duration allowed by the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.